Event description:
It was reported that during the procedure the tip of the inner sheath broke off in several pieces and fell into the patient's prostate area. Some of the pieces were recovered intraoperatively by the physician and some were not recovered. It was further reported, diagnostic imaging was performed to ensure there were no pieces left. It was reported the patient was discharged from the hospital.